Manufacturer narrative:
(B)(4). The actual device is in the process of being returned for evaluation. A review of the device history record was conducted for lot 0202012409. According to the results, the production lot met all manufacturing and quality specifications. Investigation including root cause analysis is in progress. A follow-up medwatch will be filed upon its completion. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Not received by manufacturer.

Event description:
It was reported that a homepump was prepared for an infusion time of 48 hours, but finished 23 hours earlier. The patient was clinically examined afterwards and was discharged after 3 hours. There were no anomalies and the patient's condition was noted as ok. The condition was reported as room temperature with no pressure on the pump with the connection to the patient via port-catheter and below patient level. No further information received regarding the event.

Manufacturer narrative:
Correction: post office or zip code. The pump was returned empty. A visual observation found crystalized medication in the tubing just distal to the filter. The pinch clamp was opened and no infusion was observed at the distal luer. An empty small syringe was connected at the distal luer and negative aspiration (suction) was applied a few times, no flow was obtained. The tubing was cut 2 inches distal to the blue connector (base of the pump) and infusion was observed. The tubing was bonded back together with a male and female luer using cyclohexanone. The tubing was cut 2 inches distal to the filter and infusion was observed. The tubing was cut 1 inch distal to the glass orifice and no infusion was observed. The glass orifice was examined under magnification and found crystalized medication. The glass orifice was placed in a heated incubator at 88 degrees for 216 hours in an attempt to dislodge any of the particulates that were residing inside the component. When removed from the chamber, the remaining tubing was connected to an air source of 15 psi for approximately 1 hours in an attempt to dislodge any remaining particulate matter. An empty small syringe was connected at the distal luer and negative aspiration (suction) was applied for a few minutes, no flow was obtained. An attempt to inject warm saline to dislodge any particulate was unsuccessful. The investigation summary concludes that no flow was observed due to crystalized medication in the glass orifice. The pump failed to infuse when it was received. Examination of the pump found no occlusion in the tubing or filter. Observation of the glass orifice under magnification found the presence of crystalized medication. Attempts to rehabilitate the pump were unsuccessful. The fast flow as reported by the customer was not able to be evaluated. Based on the complaint investigation, the root cause of the reported fast flow incident is unknown. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).